Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the stent delivery system (sds) noted contrast visible in the inflation lumen, consistent with preparation. The stent implant was dislodged and was not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Follow-up information confirmed that the stent dislodgement did not occur during the procedure as the stent was noted to be on the sds when removed from the patient anatomy; therefore, it is likely that the stent dislodged due to handling during packing for return analysis. There were multiple bends in the entire length of the hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement. There is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.

Event description:
It was reported that during the procedure, the 2.5 x 18 xience v stent system was advanced into the patient anatomy, but was unable to cross to the target lesion. The stent system was removed from the patient anatomy and a 2.5 x 12 xience v stent system was advanced into the patient anatomy. However, this stent system was also unable to advance to the target lesion and was removed from the patient anatomy. A 2.75 x 38 xience prime stent system was advanced into the anatomy and was successfully implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the 2.5 x 18 mm xience v stent was dislodged from the stent system and was not returned. Additional information received indicates that the stent was on the stent delivery system when the device was removed from the patient anatomy. The stent did not remain in the patient anatomy; however, it is unknown where the stent is at this time. Cath lab staff reports that it may have dislodged while preparing the device for return.